Event description:
Boston scientific received information that a latitude red alert was detected from this system due to low/out of range shocking impedance. No adverse patient effects were reported.

Manufacturer narrative:
The patient was brought in for non-invasive programmed stimulation (nips) testing. The cause of the out of range measurements could not be confirmed. The system remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.